Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing of atrial flutter. The oversensing resulted in pacing inhibition that lead to greater than two seconds of asystole. No adverse patient effects were reported. A chest x-ray was performed and revealed that the lead's distal coil had straighten out and was near the valve. The actual electrode had not moved. Therefore, defibrillation testing was performed as the sensitivity was decreased to 0.8 millivolts. The system appropriately sensed and converted the ventricular fibrillation (vf). No further sensing issues have been observed. At this time, this system remains in-service.